Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the right ventricular lead exhibited a loss of capture and poor sensing. Cardiac perforation was suspected. On (B)(6) 2018, the lead was repositioned successfully. The perforation was confirmed via an echocardiogram. The patient was stable following the procedure.